Event description:
Per complainant, pilot valve was defective. Per independent repair center statement, the unit was alarming or red light. The key failure was lower pilot valve on the lower pilot valve operator was defective.